Manufacturer narrative:
This report is number 1 of 2 mdrs filed for the same event (reference 1822565-2017-00936). The guide wire was not returned for evaluation. The returned guide's hardness is within specification. Heavy galling inside of the .101¿ +.003¿/-.000¿ diameter hole. The damage is too severe for accurate dimensional analysis. The device history records for the guide were reviewed and identified no deviations or anomalies. The device history records could not be reviewed for the wire, as the lot number is unknown. This device is used for treatment. A definite root cause cannot be determined with the information provided.

Event description:
It is reported that the guide wire jammed in the targeting drill guide during a procedure. There was no reported patient injury or delay to procedure.